Event description:
A report was received that the pt's pocket had not healed from her implant in (B) (6) 2010. A pocket revision was scheduled for (B) (6) 2010. The physician determined that there were no signs of infection, the pocket simply never healed properly. The physician moved the pocket down a couple of inches and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.